Manufacturer narrative:
The reported field event of failure to interrogate was confirmed. The device was received above the elective replacement indicator (eri) voltage. Interrogation of the device found using rf telemetry would result in a failure to interrogate. Analysis of the device image found a firmware anomaly. The reported field event of interrogation failure was due to an radio frequency (rf) anomaly resulting from a firmware anomaly.

Event description:
It was reported that during a procedure for implant it was noted that telemetry was suddenly lost, an error message was observed and the device could not be interrogated again. The device was replaced. There was no impact to the patient's health or consequences.